Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 10 mg/dl and treated with food. Customer indicated that they left the hospital 3 hours later when their blood glucose was 108 mg/dl. Customer indicated that sometimes the power off alarms but it is cleared every time. Customer declined low blood glucose troubleshooting. No further details provided.